Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to collect postmarket information on the safety and performance of the medtronic family of aspiration catheters (export advance and export ap). Interventional cardiologists who use the devices participated in the survey to help confirm use of the devices and to ensure medtronic is aware of all potential complications associated with the use of export advance and export ap devices. During use of the export advance, one occurrence of myocardial infarction was reported to be related to a pre-existing condition or comorbidity and one occurrence of embolism was reported to be related to the procedure but not directly to the device. During use of the export advance, catheter deformation with no procedural impact occurred in one case. It was stated that the physician's standard use of medtronic aspiration catheters differs from what is described in the IFU in that they perform several rotations back and forth. During use of the export ap, myocardial infarction was reported for one patient and embolism directly related to the device as a result of thrombus formation was reported for one patient. Catheter deformation with no procedural impact also occurred in one case. It was stated that the physician's standard use of medtronic aspiration catheters differs from what is described in the IFU in that they leave the device in aspiration mode.